Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Radiographs identified the following: right total hip arthroplasty with superior dislocation. More normal position of the femoral head post reduction but with superficial positioning of the femoral head with respect of the acetabulum which may predispose the patient to dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an right initial tha at an unknown date. The patient is considering revision surgery due to dislocation. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown stem lot #: unknown, item #: unknown unknown head lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01519.

Event description:
It was reported that the patient underwent an right initial tha at an unknown date. Subsequently the patient has been indicated for a revision due to unknown reasons, however, a revision has not been reported. Attempts have been made and no further information has been provided.